Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the right ventricular lead integrity alert triggered. The analyst noted that beginning (B)(6) 2015, v sensing integrity counts were up to 2191, and there were vt-ns episodes noted with evidence of lead noise oversensing. Additionally, the rv lead integrity warning occurred on (B)(6)015 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate nst episodes. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of noise and elevated sensing integrity counter (sic). Presently, the lead remains in use since the patient refused the procedure, but a lead replacement is anticipated. No patient complications have been reported as a result of this event.